Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the treatment was completed by using another system. The philips remote service engineer (rse) communicated with customer and confirmed that the system lost power during the procedure. The hospital equipment department technician went for repair and found that the mpdu was defective. To resolve the issue technician replaced the mpdu. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during a procedure, the system suddenly lost power and could not be restarted. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the treatment was completed by using another system. The philips remote service engineer (rse) communicated with customer and confirmed that the system lost power during the procedure. The hospital equipment department technician went for repair and found that the mpdu was defective. To resolve the issue technician replaced the mpdu. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The 510k, catalog item identifier, common device name, FDA product code, manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.